Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was found to be broke. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues with opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. The wire was not observed to be damaged. No fragment fell inside the patient. The procedure was completed robotically with a replacement instrument. The delay was less than five minutes. No photos or videos were available for review.